Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device was not returned for evaluation. Medical records were provided and reviewed. Approximately two months later, the patient presented to the hospital with chest pain and dyspnea, a computed tomography angio (cta) chest with contrast was performed and it revealed previously demonstrated large saddle pulmonary embolus demonstrates interval improvement with residual resolving emboli seen within the distal left main pulmonary artery with extension into the left lower lobe segmental pulmonary artery. Given the peripheral location of this embolus it was likely though to be associated with chronic resolving pulmonary embolus. In addition, there was a small pulmonary embolus seen within the right lower lobe sub segmental pulmonary artery. After eight years and one month, a computed tomography (CT) abdomen was performed, and it revealed an inferior vena cava filter was present within the inferior vena cava at the level of l2-l3. The apex of the filter lies directly at the level of the renal veins bilaterally. The filter was tilted slightly anteriorly. However, its apex lies approximately 5mm from the ventral wall of the inferior vena cava. Several of the struts extend beyond the wall of the inferior vena cava. For example, struts which extends to the right and right posterolaterally demonstrate an approximate 1mm wide fat plane between the tip of the struts and the inferior vena cava. These do not impinge upon or perforate any surrounding anatomic structures, however, a strut to the left of midline closely approximates the posterior/right lateral wall of the abdominal aorta. However, no obvious perforation was present and there was no hematoma. No significant fat plane was appreciated between the inferior vena cava and the tip of the strut. Therefore, the investigation is confirmed for alleged perforation of the inferior vena cava. Additionally, it can be confirmed that the patient experienced pulmonary embolism post deployment. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 06/2012).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis and pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated and the patient was diagnosed with pulmonary embolism post filter implant. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.